Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Possible models could include the sprint fidelis ((B)(4)). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report.since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: implantable cardiac defibrillator lead failure and management. Journal of the american college of cardiology. 2016;67(11):1358-1368.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead "failures," which included fractures. It was also noted that the helix was "not stiff enough to prevent bending." The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.